Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to customer service that the left hand side is broke. Quote shows that h-block on left side broke.